Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results of 256 mg/dl fasting and 180 mg/dl non-fasting. Customer had initially reported complaint for e-2 error. During the call, a back to back blood test was performed by the customer non-fasting and produced the test result of 180 mg/dl using meter. The customer¿s expected fasting blood glucose test result is 117 mg/dl; an expected non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/30/2021 and open vial date is (B)(6) 2020. The customer declined to review the meter memory for previous test result history.

Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.